Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frequent no delivery alarms. The customer also reported the alarms would interfere with their insulin delivery. It was also found the insulin pump required frequent battery changes. The insulin pump was also slow to rewind and prime. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.